Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia pd cassette without an alarm. The patient was connected during the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The registered nurse advised that the hp would do drain with manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.